Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: a review of the receiving inspection (ri) for hexlobe driver, male, was conducted identifying that lot number mf4331201, was released in one batch. Batch1: lot qty of (B)(4) units were released on nov 19, 2018 with no discrepancies. Supplier :(B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the viper prime nav shaft assy was worn from the tip resulting in the loss of its original manufactured geometry. The entire damaged surface was thoroughly examined and no manufacturing-related problems were observed. No other problems were identified. The observed condition was identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not able to be performed due to the mating device was not returned for evaluation. However, the customer¿s allegation can be substantiated, as the observed damage is completely related to the reported malfunction. The overall complaint was confirmed as the observed condition of the viper prime nav shaft assy would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a routine degen surgery using the viper prime navigated screws, the scrub nurse, surgeon and sales rep noticed that the screw would not properly engage the screwdriver tip. The tip would not seat properly and deep enough in the screw recess. Thus causing the screw to wobble during insertion. As this was a navigated case, it is of the utmost importance that the screw attaches rigidly to the screwdriver, for accurate screw placement. As the screw had some stability from the stylet, it was decided to perform the surgery with the available screwdrivers, but additional fluoroscopy was needed to confirm accurate screw placement. There was no patient consequences or delay to the surgery.